Event description:
The customer reported that the central nurse's station (cns) was in communication loss (comm loss) with 8 rooms. There was no patient injury reported.

Manufacturer narrative:
The cns is monitoring tele devices. According to the customer, there was a mouse issue before the comm loss so the customer rebooted the cns. When the cns was back up the mouse issue went away, but the rooms were in comm loss. The customer went to the closet and rebooted the org to resolve the comm loss. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss with 8 rooms. The cns was monitoring telemetry transmitters. The connected mouse was having issues before the comm loss, so the customer rebooted the cns. When the cns booted back up the mouse issue went away, but the rooms were in comm loss. The customer rebooted the org to resolve the comm loss. No patient harm or injury was reported. Investigation summary: the failure mode for this event is unknown. The customer performed troubleshooting measures to include inspection of the connected org. The customer noted no error lights were present, however decided to proactively reboot the org. The customer verified the communication issue resolved. No parts were replaced, and there was no evidence of a cns malfunction. Multiple attempts were made to retrieve additional information without results. Review of cns serial number found no recurrence of the reported issue. As the issue had been resolved by rebooting the system and no further related complaints can be identified with the reported device, this event is likely an isolated incident. A complaint history review of the customer's account shows additional comm loss events around the time of the event in question. Details from tickets 123981 and 121319, which occurred in the same month, reveal that the comm loss was caused by use error and the hospital's network environment. Repair and evaluation were not required to resolve these comm loss issues. No trends for comm loss can be identified relating to org reboots.

Event description:
The customer reported that the central nurse's station (cns) was in comm loss with 8 beds. There was no patient injury reported.